Event description:
According to the patient, his g3hf was not producing enough o2. He said he was unable to breath correctly and did not feel right; so, he called 911 and was transported to the hospital. He is still in the hospital. He has been there since monday, where he is receiving supplemental oxygen, antibiotic, steroids and breathing treatment. There was an alternative supply of oxygen, his home unit, at the time of the event. The patient has a history of copd and emphysema.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received, an investigation will be conducted and a follow up will be submitted if required.